Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic remotely via merlin.net. The pulse generator exhibited noise. No intervention was performed. The patient would continue to be monitored with routine follow up.